Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Two additional mitraclip xtr devices referenced are filed under separate medwatch report numbers.

Event description:
This is conservatively filed for possible partial clip movement. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5 with a large gap. Two mitraclip xtr devices were successfully implanted on the anterior and septal leaflets. A third mitraclip xtr (90301u119) advanced to further reduce tr. However, during grasping, it was not possible to lower the grippers. Troubleshooting was performed 4 times, however unsuccessfully. It was noted that it could be possible that the grippers were caught in the septal leaflet. The clip was not implanted and the device removed. Two additional clips were implanted however got in a wedge position after deployment but remain stable. It is unknown if the septal leaflet or the chordae was grasped. Post procedure tr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated, and a definitive cause for partial clip movement could not be determined in this incident. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.